Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to undergo incoming functionality testing) has been confirmed.  Upon investigation the monitor displayed a service code 204 (belt/monitor unusable) and had foreign material in the belt receptacle port, preventing a connection with an electrode belt.  The cause for the failure was isolated to contamination on the belt receptacle pins. Additionally, contamination was discovered on the j1002bb and j1003bb components on the ca board and components j1003aa and j1002aa on the defib board. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids.  No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a monitor was unable to undergo incoming functionality testing.